Event description:
The company received a report where it was reported that a 8dct developed a cuff leak during patient use. Replacement of the tube was required. The tube was replaced without incident.

Manufacturer narrative:
The customer reported that the tube has been discarded and not available for evaluation. No analysis or conclusion can be established without the sample. The lot number has been provided and the manufacturing site will perform a review of the lot history records. Information has been added to the database for trending purposes.